Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that she attempted to give herself a bolus when the up arrow was stuck and the numbers on the screen continued to go up even after releasing the button. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no up arrow button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube.